Event description:
It was reported that a drop in lead impedance was observed. Pocket stimulation was noted at high output. A lead problem was suspected. The cause of the problem could not be conclusively determined so the device and the lead were explanted. Patient was stable after the procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The reported impedance anomaly was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench and no anomaly was found. The cause of the impedance anomaly could not be determined.